Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "defib disabled" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The malfunction was duplicated and attributed to a corrupted calibration table on the pace/defib engine board. It could not be firmly established how the calibration table became corrupted. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend. It's important to note that this device suffered internal water ingress damages; however, it could not be firmly established if this contributed to the customer's report.